Event description:
Hosp reported they had an alleged extravasation occur of about 20cc in the hand vein. Hosp stated they were using a 24 gauge catheter and injecting 1 cc per sec. They told the pt to elevate the hand and keep compresses on it. Later that evening, or the next day, the pt returned to the hosp for surgery with a hematoma and dr drained the hematoma.